Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.

Manufacturer narrative:
B5, h6 - remove MDR code 61, h10 remove use error statement

Manufacturer narrative:
Per the tandem user guide, "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use for longer than 3 months. No additional patient or event information was available. Tandem technical support instructed the customer to use a new transmitter.